Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 01/26/2016; electrode belt: 07/10/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2019 at 11:00 am. The patient's sister reported that the patient was in a hospital room at the time of the event. A nurse walked by and heard the device alarm. The patient was reportedly unresponsive when alarms began and resuscitation efforts were performed by medical staff. Per clinical review of the available ECG and flag data, the patient was treated by the lifevest seven times prior to passing. The lifevest initially detected an arrhythmia between 09:45:04 am to 09:48:41 am with the ecgs showing severe bradycardia at 10 bpm with nsvt transitioning to sinus tachycardia at 120 bpm degrading to asystole with intermittent cardiac activity. The device continued intermittently detecting asystole and arrhythmias between 09:49:36 am and 10:05:50 am with the ecgs showing asystole with intermittent cardiac activity and motion artifact. At times the patient's rhythm was obscured by CPR artifact with some cardiac activity visible. The seven treatment shocks were delivered between 10:06:27 am and 10:18:30 am. The patient's rhythm at the time of the first shock was obscured by CPR artifact with some intermittent cardiac activity visible. The post shock rhythm was asystole. The patient's rhythm during the subsequent treatment shocks was asystole for shocks 2, 6, and 7 and obscured by CPR artifact for shocks 3, 4, and 5. The post-shock rhythm for all shocks was asystole with CPR artifact in some instances. The patient's rhythm remained in asystole at the time of the electrode belt disconnection at 10:50:02 am. The patient subsequently passed away on (B)(6) 2019. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.